Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device failed to vibrate during self test due to vibrator motor connector broken black wire. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 432 mg/dl. Current blood glucose was 475 mg/dl. Customer reported that she was taking insulin all day yesterday and did not drop below 300 mg/dl until last night. Customer reported that insulin pump not vibrating when she suspended the insulin pump. Customer reported that insulin pump is neither beeping nor vibrating currently. Assisted customer in performing a self test. Pump did not vibrate during the vibrate test. Customer treated for high blood glucose with shot. Customer reported that when she switched to shots she would come down just fine. Customer declined high blood glucose troubleshoot. The insulin pump will be returned for analysis.